Manufacturer narrative:
Device not working during a surgical procedure. Haemorrhage requiring transfusion happened during the procedure. It hasn't been established yet if there is a correlation between laser unavailability and patient haemorrhage. An investigation has been opened to obtain more information about the event dynamics.

Event description:
Device not working during a surgical procedure. Haemorrhage requiring transfusion happened during the procedure. It hasn't been established yet if there is a correlation between laser unavailability and patient haemorrhage. An investigation has been opened to obtain more information about the event dynamics.